Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a system message was displayed and the system stopped during the vitrectomy portion of a cataract procedure. The pak was changed but the system was unable to prime the cassette. The procedure was completed following a system exchange. The operative duration was extended, however, there was no harm to the patient. It was noted that the center of silicone rubber of the cassette and the roller of system were wet. Additional information has been requested, but has not been received to date.